Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for an episode of abdominal pain with elevation of lactate dehydrogenase (ldh) levels while exercising on a bicycle. There was suspicion of pump thrombus. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. The submitted log files were reviewed, and the system appeared to be operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the files. The heartmate ii lvas instructions for use (IFU) lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. Infection is also listed an adverse event; however, the account reported that the patient¿s positive blood cultures were not related to the pump pocket or driveline. This IFU outlines indications of pump thrombosis, as well as how to respond to such events. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: the patient presented with transient epigastric pain that was relieved on its own. A CT scan was inconclusive. Jvd and trace bilateral leg edema present upon examination. Decrease in the patent's pump speed from 9200 rpm to 9000 rpm due to multiple pi events with associated speed drops. It was noted that the speed drops did not drop below the patient's low speed limit of 8600 rpm. No other unusual events noted. The pump is performing as intended.